Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. Customer's blood glucose level was 7.8 mmol/l. Customer also stated that the screen not returned after stabilize the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, no blank display noted. However, unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify missing segment/partial display due to full segment display.